Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. Additional information indicated that lead dislodgement was confirmed in the superior vena cava (svc) through fluoroscopy. The lv lead was surgically abandoned. No additional adverse patient effects were reported.